Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for physical evaluation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
Upon review of medical records it was noted a peritoneal dialysis (pd) patient developed peritonitis. Follow up with the patient's nurse confirmed the patient visited the clinic on (B)(6) 2015 with signs of peritonitis including a cloudy effluent bag and pain. On the same day the patient went to the emergency room and was prescribed vancomycin. The patient was not admitted and was sent home the same day. The patient's nurse also noted the patient had ongoing constipation and bowel issues. The peritonitis event resolved following antibiotic treatment.

Manufacturer narrative:
The information below was included to indicate the results of the clinical investigation and system level review. Clinical review of medical records does not reveal the source of the peritonitis nor do they indicate that a malfunction occurred. The pdrn does not mention a malfunction occurred for this event. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. There is no documentation in the medical record that indicated a causal relationship between the liberty cycler set and the patient¿s peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. The complaint sample is not available, therefore a search in the sap system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Device history record review was performed on potential related lots (see list in lot trend evaluation section of this report). No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.